Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A charge and boot test was performed and the receiver passed all relevant testing however; a defective battery with cracked controller chip was found. A picture was taken of the defective battery with cracked controller chip. A review of the receiver download was performed after a new battery was installed and the logs confirmed the reported complaint of a loss of connection. The global transmitter final functional test was performed and passed all relevant testing. A paring, calibration, performance and range test was performed with the receiver and the receiver passed all relevant testing. The customer complaint was confirmed. The root cause could not be determined post investigation.